Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened and used sensor. Found sensor canula bent retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to custom returned opened and used.

Event description:
It was reported that when the customer removed the sensor the cannula was missing. No additional information was provided.